Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however there were no further incidents related to implant loosening. Total for lot number: 1 ((B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 49. By product family: 134 (50x smartset hv, 84x smartset mv). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient fell and landed on her left knee. X-ray's showed a disruption in the patella/bone interface. Upon open exploration it was determined that the patella component was fractured. Loosening of the patella at the bone/cement interface. The surgeon also elected to exchange the tibial insert to a large-thickness. Doi: (B)(6) 2012; dor: (B)(6) 2018; left knee.